Event description:
It was reported that the patient presented for in clinic follow-up. A device interrogation found over-sensed noise exhibited by the right ventricular (rv) lead. Programming interventions were previously made but were unable to resolve noise. Over-sensing resulted in pacing inhibition; however, no patient symptoms were reported.